Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.1 was failed to open. A field service engineer removed cubies, removed back panel reseated all connections, checked row board connections, the drawers were tested using the hardware test application, and no issues were observed. Customer recovered the drawer, one cubie was ejected and unloaded, and the technician reloaded the pocket without issues all drawers functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 failed to open and not detected on bus. The customer recovered the drawer, rebooted the station, and attempted to release the cubie; however, the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.